Manufacturer narrative:
Section a1 - patient identifier: patient a, patient b. This report is being filed on an international product, architect syphilis tp, list number 08d06-74, that has a similar product distributed in the us, list number 08d06-31/ -41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect syphilis tp results generated on the architect i2000sr processing module for two patients which were inconsistent with other platforms. The customer reported the architect syphilis tp result to the physician. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): patient a: (B)(6) 2024 architect syphilis tp result = 0.31 s/co (nonreactive) trust result = negative tppa result = positive. Patient b (B)(6) 2024 architect syphilis tp results = 0.76 s/co (nonreactive) and 0.66 s/co (nonreactive) chemclin result = positive. Roche result = positive. Tppa result = positive. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot was performed and indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformance's or deviations with lot: 59472be01 and complaint issue. An in-house testing was performed using retained reagent kit of the complaint lot. All specifications were met, and no false nonreactive results were obtained, indicating that the lot generates the expected results. In addition, 5 replicates of panel d3 were tested, and the values met specifications. The results were in the typical range and no false nonreactive results were obtained. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency of the architect syphilis tp reagent, lot number: 59472be01 was identified.

Event description:
The customer observed false nonreactive architect syphilis tp results generated on the architect i2000sr processing module for two patients which were inconsistent with other platforms. The customer reported the architect syphilis tp result to the physician. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): patient a on (B)(6) 2024, architect syphilis tp result = 0.31 s/co (nonreactive). Trust result = negative. Tppa result = positive. Patient b on (B)(6) 2024, architect syphilis tp results = 0.76 s/co (nonreactive) and 0.66 s/co (nonreactive). Chemclin result = positive. Roche result = positive. Tppa result = positive. There was no impact to patient management reported.